Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used in a colonoscopy procedure. According to the complainant, during use the pull wire snapped off the forceps jaw. Another radial jaw 3 large capacity single-use biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be "fine."

Manufacturer narrative:
During visual examination it was noticed that the cutter jaw tang area was fractured; however, the pull wires were intact. The fractured cutter was sent to the scanning electron microscope (sem) lab for further examination. The sem results showed that the failure is attributed to "cold flow" condition of the cutter tang area. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against this lot.